Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reports that multiple air bubbles collected in the venous chamber. The bubbles could be observed coming from the arterial line. Multiple staff checked multiple times to ensure the connections were tight. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). Ten (10) contaminated samples were provided for evaluation. The samples were visually inspected, and two of them were found to be missing the spike, which prevented completion of the remaining tests for those units. All other sample showed no visible defects. Thereafter, the samples were occlusion tested and resulted indicated no occlusion or blockage. A leak test was also performed in accordance with the design input requirements, by establishing a closed system between the arterial and venous sections of the sets and evaluating them using an air underwater method. Results showed leakage at the bonded joint on two samples, the test did not indicate any air inline condition for any of the samples. Based on the investigation findings, the reported defect of air in line was not confirmed. However, the during the investigation two samples had a missing spike, and leakage at the bonded joints were detected and confirmed. Incidents of this nature are typically attributed to operator error during the manual solvent application process. The operator did not apply solvent to the tubing during the bonding procedure. Additionally, the missing spike was attributed to an assembly process failure. During production, the spike was not inserted due to operator oversight and/or improper handling. Furthermore, the manual or semiautomated assembly steps lacked sufficient verification or guidance controls to ensure proper component placement. While the established training procedures confirm that employees are properly trained for their assigned responsibilities, an isolated operator oversight remains a plausible contributor to events of this nature. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformance's were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.